Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had a heart attack. Nevro attempted to obtain additional information regarding the nature of the heart attack but was unsuccessful. The patient has been recovering and is currently using the device to find effective pain relief. There have been no reports of further complications regarding this event.